Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. However, a root cause could not be identified. Based on the results of the investigation, probable malfunction causes were component failure, without any design or manufacturing issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive peeling around light guide lens. There was no patient involvement.